Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be my potential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid build up. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be myopotential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid buildup. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to therapy downgrade. No information is available about any products implanted in place. A return request is being sent to the field. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to therapy downgrade to a non boston scientific transvenous device system being implanted. This electrode is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be myopotential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid buildup. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to therapy downgrade. No information is available about any products implanted in place. A return request is being sent to the field. No additional adverse patient effects were reported.